Manufacturer narrative:
The reported events of helix mechanism issue and stylet could not be inserted were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood and tissue. An x-ray examination revealed the inner coil inside the connector region was over torqued. An x-ray examination of the helix mechanism revealed no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and applying torque directly to the inner coil, the helix could be fully extended and retracted. The cause of the reported events was isolated to the over torqued inner coil inside the connector region consistent with procedural damage. A visual examination revealed no other anomalies with the exception of procedural damage.

Event description:
Additional information received indicated the helix was unable to extend and retract.

Event description:
It was reported that an unspecified helix issue and failure to insert the stylet was observed on the right atrial (ra) lead during the implant procedure. The ra lead explanted to resolve the event. The patient was in stable condition.